Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. Fluid was still able to flow through the entire fluid path despite the damage. It is unknown how or when this damage occurred or if it contributed to the reported event. No timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose rose to 360 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high.